Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was reported that the infusion sets were leaking at the headset. Upon removing the infusion sets it was discovered that the cannula's were kinked.